Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer reported the touch screen is frozen and will not calibrate. In addition, the navigation ring in unresponsive. There was no patient involvement. The manufacturer's field service engineer (fse) evaluated the unit and determined the navigation ring was not functioning. The fse replaced the front bezel which includes the navigation ring and the issues were resolved. The unit is fully functional and has been returned to service.

Manufacturer narrative:
G4: 06oct2020; b4: 09oct2020. Additional information was received that the customer replaced the touchscreen to address the touchscreen issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.